Event description:
Dr. Was using double catheter onq pump. Dr. Attempted to flush the catheter after it was inserted into breast implant pocket. It wouldn't flush. He attempted 2 different syringes and no "kink" was noted. This was catheter pulled out, and patient was left without.